Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced a bent cannula due to lack of sufficient subcutaneous tissue at the insertion site which led to high blood glucose required an emergency room visit for less than twenty four hours and was treated with an insulin pen (B)(6) 2026